Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction tubing leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot g378 was conducted. There were no non-conformance's related to the complaint. This lot met all release requirements. A review of kit lot g378 shows no trends. Trends were reviewed for complaint category, tubing leak. No trends were detected for this complaint category. This assessment is based on the information available at the time of the investigation. At the time of this report, the analysis of the returned kit is still in progress. A supplemental report will be filed when the analysis is complete. (B)(4).

Event description:
The customer called to report a tubing leak at the beginning of reinfusion. The customer stated that after 1500 mls of whole blood was processed they discovered a tiny hole in the tubing and aborted the treatment without return of blood to the patient. The customer reported the patient was stable. The customer returned the kit for investigation.

Manufacturer narrative:
The complaint kit, without a smart card, was returned for investigation. Visual inspection of the kit showed a tear in the treatment bag line. The tubing segment was pressure tested and confirmed a leak at the site of the tear. It is unlikely that the tubing segment was damaged prior to product release as an in-process leak test is performed on all cellex kits prior to packaging. A device history record review did not result in any related non-conformances and this kit lot passed all lot release testing. No manufacturing defects were identified through this investigation. A root cause for the tubing damage could not be determined from the information provided. No further action required at this time. This investigation is now complete. Mc: (B)(4). S.d.a. 05/24/2019.